Manufacturer narrative:
Final analysis found no telemetry due to normal battery depletion. After replacing the battery, and downloading the product code, the device functioned normally.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated. Two years prior, battery data was 2.74 v, 8 ua, and 2 k. In 2008, there was no apparent magnet response. The device appeared to be in bvvi mode. The pulse generator was replaced due to the inability to communicate and possible bvvi mode.